Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle there was poor sleeve function. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, when the blood collection teacher used a straight needle to collect blood, the second blood collection tube was extubated, and blood leakage occurred again. Because of the frequent occurrence of blood leakage, the hospital has paid great attention to it for fear of frequent bleeding will lead to the nurse easily infected with blood diseases. Secondly, blood collection operators and blood collection departments have been complained many times, and we need to give a reasonable explanation.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/21/2020. H.6. Investigation: bd received 1 used sample, 9 unused samples, and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, the used customer sample was evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed as the exterior of the sleeve was covered with blood. 6 of the 9 unused samples were evaluated by visual examination and functional testing and the indicated failure mode for sleeve leakage was not observed as all 6 samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#1800001).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle there was poor sleeve function. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, when the blood collection teacher used a straight needle to collect blood, the second blood collection tube was extubated, and blood leakage occurred again. Because of the frequent occurrence of blood leakage, the hospital has paid great attention to it for fear of frequent bleeding will lead to the nurse easily infected with blood diseases. Secondly, blood collection operators and blood collection departments have been complained many times, and we need to give a reasonable explanation.